Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('pain in the abdominal area') in a female patient who had essure (batch no. 628439) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and acne ("severe acne"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain and acne outcome was unknown. The reporter considered abdominal pain and acne to be related to essure. The reporter commented: after essure insertion, I developed various physical symptoms, such as severe acne and pain in the abdominal area. In the meantime, I have had follow-up treatments, and the foreign material was removed. As a result of these symptoms, I was hindered in my normal daily functioning and I suffered injury. Lot number: 628439. Manufacturing date: 2008-12. Expiration date: 2011-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("pain in the abdominal area") in a female patient who had essure inserted (lot no. 628439) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. An unknown time later she experienced abdominal pain (seriousness criteria medically important and intervention required) and acne ("severe acne"). The patient was treated with surgery (essure removal - two surgeries). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain and acne to be related to essure administration. The reporter commented: as a result of the symptoms, she was hindered in her normal daily functioning and she suffered injury. After this treatment, various physical symptoms have developed. Since then, she have had follow-up treatments and after 2 operations the foreign-body material has been removed. Lot number: 628439, manufacturing date: 2008-12 and expiration date: 2011-12. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 09-mar-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("pain in the abdominal area") in a female patient who had essure inserted (lot no. 628439) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. An unknown time later she experienced abdominal pain (seriousness criteria medically important and intervention required) and acne ("severe acne"). The patient was treated with surgery (essure removal - two surgeries). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain and acne to be related to essure administration. The reporter commented: as a result of the symptoms, she was hindered in her normal daily functioning and she suffered injury. After this treatment, various physical symptoms have developed. Since then, she have had follow-up treatments and after 2 operations the foreign-body material has been removed. Lot number: 628439. Manufacturing date: 2008-12. Expiration date: 2011-12. Quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: 28-feb-2023: one additional surgery was performed to remove the essure. The imdrf codes were updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('pain in the abdominal area') in a female patient who had essure (batch no. 628439) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and acne ("severe acne"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain and acne outcome was unknown. The reporter considered abdominal pain and acne to be related to essure. The reporter commented: after essure insertion, I developed various physical symptoms, such as severe acne and pain in the abdominal area. In the meantime, I have had follow-up treatments, and the foreign material was removed. As a result of these symptoms, I was hindered in my normal daily functioning and I suffered injury. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.